Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that during use of implantable cardiac monitor (icm) undersensing, and noise was observed. Advised troubleshooting, and adjustment to programmed settings was made. The icm remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.